Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that externalized conductors were observed via fluoroscopy. No electrical anomalies noted. Lead remains implanted.